Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. The outlet spout of the sprung reservoir removed and residual piece of catheter was inside permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions an accelerated outflow of both valves could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: in advance, we would like to point out that the shuntsystem sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. According to the results of the investigation, an accelerated outflow of both valves was detected. Furthermore, the progav 2.0 was no longer adjustable. The visible deposits in the valves led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. No functional deviations were detected regarding the peritoneal catheter and the ventricular catheter. Both catheters operated within the specifications. Although the outlet spout of the sprung reservoir was damaged, no functional deviations were detected. We can exclude a defect at the time of release. The reservoir met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report. No further regulatory actions are required from our point of view.

Event description:
The complained device was returned to the manufacturer for evaluation and the investigation has been completed.

Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx427t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.